Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, product type: programmer, physician.

Event description:
It was reported a bridge bolus was incorrectly performed. The old drug desired dose was incorrectly entered as 94.28 mcg/day instead of the 512 mcg/day that it should have been. The morphine was switched from primary to secondary drug which led to the incorrect entry. The patient experienced an increase in spasms within 12 hours of the update on (B)(6)2015. The hcp wanted to cancel the bridge bolus in progress in order to get the pump back to the flow rate it had been on before the update on (B)(6) 2015. The hcp was able to update the pump with the bridge bolus cancelation. Additional information received, reported the programming error was resolved and the patient recovered without permanent impairment. The pump was used to infuse compounded baclofen (concentration 100 mcg/ml, daily dose 94.28 mcg/day) and morphine (concentration 512 mcg/ml, daily dose 482.7 mcg/day) at the time of event.